Manufacturer narrative:
The service rep performed a beam alignment including collimator sizing calibration. The system operates as intended.

Event description:
The customer reported, the 6600 system failed a state inspection due to improper collimator sizing. The service rep verified the collimator was out of adjustment. No patient injury was reported.